Manufacturer narrative:
Instrument fragment remains in patient. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l4-l5 due to spondylolisthesis. Intra-op, the alleged product was being used to open the set screw; and after the second or third set screw, the tip of the product broke off. X-ray was performed, which did not show the broken off part. Hence, the surgeon assumed that the broken tip remained in the screw head and was safe to remain there. No patient complications have been reported yet.